Manufacturer narrative:
The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 10june2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported that the defibrillator's "output is very low". There was reportedly no patient involvement.